Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was damage in an unspecified location; further described as ¿the transfer set breaks¿. This occurred during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.